Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited failure to capture. No intervention was performed. Patient was stable.